Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 06, 2023 and august 01, 2024 recorded the stable pacing impedance around 450 ohms and the stable shock impedance around 80 ohms. The analysis of the provided iegm episodes no. 70 from march 08, 2024, no. 71 from march 12, 2024, no. 74 from march 20, 2024 and no. 90 from july 18, 2024 revealed synchronous artifacts on the ff and rv channel leading to oversensing. Also atrial oversensing was found in some episodes. Episode no. 86 from april 30, 2024 showed synchronous artifacts on ff and ra channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing on the ventricular channel was reported. The lead was capped and a new one has been implanted. Should additional information be received, this file will be updated.